Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the thing that sprays on the lens to clean it will not spray¿ was confirmed. The device evaluation found air/water was slow due to clogged nozzle. The nozzle was clogged with foreign material inside due to insufficient cleaning. The flow was okay after the olympus repair department removed the nozzle, checked the capacity was okay. They¿ve opened the scope connector, the scope cover, grip and removed bending cover, there was no sign of fluid invasion. Additionally, the distal end, light guide tube, and insertion tube had minor scratches. The bending section cover glue was cracked on both sides and had scratches next to it. The objective lens and light guide lens had old glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the thing that sprays on the lens to clean it will not spray, no air/water flow on the evis exera iii gastrointestinal videoscope. The issue was found during an upper endoscopy/esophagogastroduodenoscopy (egd) procedure. The intended procedure was completed with the same device. There were no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle was clogged due to foreign material inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.